Manufacturer narrative:
Based on the claim against the product by the customer noting failure to release the jaws after a clip application, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have one bent grip. The damage was found near the top of the clip groove, causing an offset at the tips. The complaint regarding releasing the tip was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Additional observation(s) not reported by site: the instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the medium-large clip applier instrument. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the medium-large clip applier instrument was not easily releasing clips after application of clips on the vessel. A backup instrument of the same kind was used to complete the procedure. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: there was no patient injury due to the alleged issue. The instrument was inspected prior to use and there was no damage or anything out of the ordinary. The issue with the clip applier happened while the surgeon attempted to clamp on a vessel or tissue bundle. The issue was related to clip applier jaws remaining static/not moving when surgeon commanded movement. This was after application. Hem-o-lok clips were used with the instrument, medium-large clips in size. The vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use (IFU). The clip applier have been used 3 times during the case when the incident occurred. To resolve the issue, the site used a backup instrument and continued with the procedure.